Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a insulin syringe. The customer reports "the needle broke in her stomach during injection, she was able to get the needles out. She reports that she does not reuse her needles".